Event description:
A surgeon reported that a large amount of air came out from the irrigation line during a vitrectomy procedure, affecting the surgeon's view. It was noted that the air in the irrigation line had been removed before surgery. The problem was resolved after the product was replaced. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).